Event description:
After implant was completed, post-op imaging showed a pneumothorax. Physician brought the patient into the or and placed a chest tube. Patient was kept for monitoring. Patient was discharged two days post-implant. This resolved the issue.